Event description:
Pt had neurostimulation system implanted for approximately 3 months before it was turned off due to decreased therapeutic response. Troubleshooting was performed which indicated a high impedance reading indicating a possible electrode failure. During this procedure, the pt would not feel any stimulation until the amplitude was around 7 amps, at which time the pt would double up with cramping in her abdomen, not at the ipg site. She did not feel any stimulation anywhere else, and did not describe the pain as burning. The pt was successfully trialed with a new lead, however, the pt experienced burning and pain at the ipg site when the post-implant impedance check was performed. The pt's ipg was then replaced, and the pt experienced a great improvement in therapeutic coverage. The device was returned to the MFR for analysis.

Manufacturer narrative:
H6 - primary finding of device analysis revealed no device failure, no anomaly found. Analysis of the lead showed a break in the #0 wire/conductor. 3/23/1998: g9 - report number corrected - duplicate noted in records.